Event description:
It was reported that the shaft broke. An agent dcb mr 3.50 x 30mm was selected for treatment of the target lesion, which was located in the proximal left anterior descending artery (lad) and was 65% to 70% stenosed, moderately tortuous, and moderately calcified. During the procedure there was difficulty in crossing the target lesion, and when attempting to cross the mid shaft of the agent system broke. The physician used a snare to retrieve the broken device, and the procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that the shaft broke. An agent dcb mr 3.50 x 30mm was selected for treatment of the target lesion, which was located in the proximal left anterior descending artery (lad) and was 65% to 70% stenosed, moderately tortuous, and moderately calcified. During the procedure there was difficulty in crossing the target lesion, and when attempting to cross the mid shaft of the agent system broke. The physician used a snare to retrieve the broken device, and the procedure was completed using an alternate device.

Manufacturer narrative:
The returned product consisted of the agent balloon catheter. A visual inspection of the device revealed multiple kinks along the shaft and a break at 22cm distal to the distal end of the strain relief. A microscopic analysis showed no further damages. Based on the event details it is most likely excessive force was applied to the delivery system during attempts to implant the device in the anatomy which subsequently led to the reported shaft break.